Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube. The device was also received with a corroded motor home switch. No moisture damage was noted to the electronic assembly.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 97 mg/dl. The customer also reported their insulin pump was exposed to moisture. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.